Event description:
Use of the philips respironics dreamstation CPAP machine was causing chest congestion and tightness and I was waking up with headaches. I was not aware of the recall until a friend let me know a couple of days ago. I have stopped using my CPAP machine and will follow up with my primary physician for an appointment for an evaluation. FDA safety report ID # (B)(4).